Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however, the exact cause is unknown. One 3 fr single lumen per-q-cath catheter was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A split was observed in the catheter just distal to the strain relief. Tensile weakness was observed in the returned catheter around the area of the split as well as just distal to it. A microscopic observation revealed the split was relatively large, curved, and mostly circumferential. An additional smaller and superficial split was observed adjacent to the larger split. The fracture surface was observed to be at a slight angle but flat, smooth, and granular in texture. While the exact cause of the splits observed in the returned catheter is unknown, based on the evidence observed on the returned sample, possible causes include over-pressurization and instrument damage. H3 other text: evaluation findings are in section h11.

Event description:
It was reported catheter was in use for 4 days until a crack was noted near by suture wing. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter was in use for 4 days until a crack was noted near by suture wing. No other information was provided.